Manufacturer narrative:
Further analysis of the analyzer alarm trace showed several "abnormal aspiration" alarms around and on the day of event which could have been caused by poor sample quality. The customer reported that the system is working fine and that they do not have any further issues to report.

Manufacturer narrative:
The field engineering specialist checked multiple components on (B)(6) 2017 and found no issues. He performed a precision check which was acceptable. He replaced the rinse tube assembly, photometer lamp, and cuvettes on (B)(6) 2017. The customer stated that they have not had a similar issue since the last service visit.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a low result for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 502 module. The initial ca2 result was 6.8 mg/dl with a data flag (sample a). The initial result was released outside of the laboratory, but was questioned by the doctor. The same tube was repeated and a ca2 result of 9.58 mg/dl was obtained. A second sample was collected, sample b, and ca2 results of 10.2 mg/dl with a data flag and 10.16 mg/dl were obtained. There was no allegation of an adverse event. The ca2 reagent lot was 26069701 with an expiration date of 30-sep-2018. The sample tube, sample a, in question was clear of any clots or fibrin. The sample did not show signs of hemolysis, iceterus, or lipemia. Rack adapters were used. The water conductivity was tested on the instrument. The investigation is currently ongoing.